Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the lot number? Tfb9151 2. Were there any issues with the seal of the sterile packaging?: yes 3. Are there any tears/holes in the sterile packaging?: yes 4. Was the sterility of the device compromised? There was a possibility. Investigation summary: one sealed pouch that pertained to product code 1961, lot tfb9151 was received. The sealed pouch contained damage. The package contains a damaged; however, this damage does not compromise the sterile barrier. Based on the information currently available, it was confirmed a foil pouch damage defect is present. This product issue will be addressed through the ethicon quality system. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and absorbable hemostat was used. It was found that the package was broken. No adverse patient consequences were reported. Additional information was requested.